Event description:
It was reported that the patient presented with a hematoma around the device after his 200 pound nephew fell on his chest, causing the hematoma. Increased thresholds were also reported. The technical consultant stated that the force of a 200 pound person falling on the patient's chest could potentially affect lead placement and could cause a change in thresholds. Additional information was received indicating that the hematoma was resolved. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.